Event description:
It was reported to philips that the device is not passing the self test. There was no patient involvement.

Manufacturer narrative:
The fse evaluated the device on site. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The operational checks passed. The device remains at the customer site and no further evaluation is warranted at this time.